Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the nurse had been able to pull medication in the morning but was unable to log in during the afternoon. A technical support specialist (tss) confirmed that the user does show in the database and in the application. However, it is missing a role to be able to do anything in the medstation es system. The customer found it unusual that the user could not run a report on medications pulled by the nurse in the morning. The tss confirmed that this was likely related to changes in the hospitals active directory, as updates to user access or roles can take time to synchronize with the server and propagate to stations. The tss advised the customer to gather the necessary information and recommended running an all-station events report without specifying the user to using only a timeframe and device to display completed transactions. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nurse had been able to pull medication in the morning but was unable to log in during the afternoon and not showing up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.